Event description:
Customer called stating that hi pen needles are clogged. He is unable to prime them. He does not reuse pen needles. He states that this happened a few times last month with his boxes but, this month he has gone through 1/2 the box and most are defective.